Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had a piece of the pump casing break off around the reservoir. Customer's blood glucose level was 5.9 mmol/l. Customer was advised to disconnect from the pump. Customer sated that the damage occurred through normal use of the pump. Customer heard something fall on the floor and when she looked at the pump, a piece of plastic around the reservoir compartment had broken off. Insulin pump will need to be replaced. Customer was advised to revert to a back-up plan per health care professional's instructions. No additional information provided.